Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that he had some high bgs in the past 2 weeks but today he had the highest of 445mg/dl. Customer other blood glucose was 210 mg/dl. The customer was assisted with troubleshooting. The customer was used it to be able to get back to his pump rather doing manual shots. After a few minutes of hooking up, he noticed his blood glucose going down already. It was unknown that the customer did used to auto mode feature at the time of event. Customer stated that the product not adhering. The device will not be returned for analysis.